Event description:
It was reported that an alert/notification settings issue occurred. It was reported that the patient went bed at 11:00pm and that is the last thing she remembered until she woke up intubated in the intensive care unit days later. At about 6:00am on the day of the event, the patient was found unconscious by the parent. At the time of discovery, it was noted that the patient had carbohydrates next to her. The parent administered 3 doses of glucagon, put cake frosting on the patient's gums, and called 911. When emergency medical services (ems) arrived, they administered the patient versed and performed cardiopulmonary resuscitation (CPR). There was reportedly no information in regards to a possible finger stick for the entire episode. A balloon pump was initiated at some point during the episode and the patient was intubated. The patient reportedly sustained injuries during the episode including facial bruising, bruised and cut limbs, convulsions, and a lump on the back of the head. An MRI (magnetic resonance imaging) was performed and it was noted to be negative for bleeding. The patient was also noted to be hypothermic and required rewarming. The patient was treated additionally with IV fluid saline, blood pressure controls, and antibiotics. The patient was discharged after a week after having also received IV fluid saline, blood pressure controls, fentanyl drip, and antibiotics. There was no information on the alert behavior of the primary display device at the time of the event; however it was reported that the parent's follow app was not working and it did not trigger an alarm. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.